Event description:
Arrived at scheduled time for 5fu bag change at patient home. Bag did not infuse, no alarms noted. Patient did not receive 7 days worth of 5fu. Cadd solis pump displayed 0.6ml reservoir volume of a 252 ml bag. Settings noted as correct ie: rv 252ml, rate 1.5ml/hr. Patient's port flushed easily with positive blood return. Pump returned to (B)(6)office, new pump used for 5fu administration. After careful investigation of the pump, we found an extra plastic piece on the pump where the cassette attaches that does not allow for the cassette to fully attach flat to the pump. A gap is created between the pump and the cassette which ultimately would hinder the flow of product. The pump thinks it is infusing but in reality it is not.